Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device used for treatment. Medical records were provided and reviewed. Review of the available records identified that an initial right tha was performed on an unknown date, with a revision occurring due to dislocations and trunnionosis. A mix of competitor and zb products were implanted. A second revision occurred due to sudden pain. The stem was fractured at the taper junction, and during the revision loosening of the femoral body was found, as well as titanium/metallic debris in the joint space consistent with metallosis. The femoral components, head, and competitor liner were removed and replaced. A complication of a bone fracture of the femur during surgery occurred while moving the leg, but a stem was not implanted at that time. Based on the investigation, a fracture of the zmr hip stem can be confirmed. It was determined that zimmer biomet products were used together with products from another manufacturer. Zimmer biomet has not confirmed the compatibility for this combination of devices. It is unknown if this off-label use caused or contributed to the reported events. Please note, as per instructions, products must not be used for other than labeled indications. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a second revision approximately seven years post implantation due to metal related pathology and pain. During the second revision a long oblique fracture of the distal femur occurred intraoperatively and noticed after stem was explanted. The bone fracture was repaired with plating system. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: 64mm stryker trident acetabular component; item# unknown; lot# unknown. Unk stryker liner& screw; item# unknown; lot# unknown. Femoral body - revision - nitrided - porous cementless 12/14 neck taper extended 46 mm neck offset; item#00999301835; lot#62381505. Femoral stem - revision taper - nitrided cementless 17 mm diameter 185 mm stem length; item#00998201718; lot#62601405. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.